Event description:
A medtronic representative reported flipped images during registration for a cranial surgery. Surgeon used touch-n-go to register the pt. The fiducial placement was symmetrical and the software flipped left and right. The surgeon completed the case using the stealthstation with no impact on the pt outcome.

Manufacturer narrative:
Pt identified and age not available at time of this report. The device has not been returned to the manufacturer.